Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation were inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported unexpected shutdown and subsequent delay remains unknown.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One ampere generator was received for analysis. Visual inspection found all labeling and input/output connectors to be free of physical damage. The device was powered on and booted up successfully. The device was run through a functional test and functioned as anticipated. The log files on the unit were reviewed and confirmed instances of measured impedance is 999 ohms and out of range, however no conclusive abnormalities were identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. The returned product functioned properly during the evaluation. No hardware abnormalities that would have resulted in the reported event were identified. Based on the information provided to abbott and the investigation performed, the reported event was unable to be reproduced.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model h700489) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During an atrial fibrillation procedure, an unexpected shutdown occurred which caused a delay. The generator restarted automatically multiple times, and the parameter settings reverted to their default state upon startup. This required repeated parameter adjustments, which affected the procedure time. The generator was replaced to resolve the issue with no patient consequences.